Event description:
Sorin group received a report that the patient's heart filled with air twice during the procedure. The patient expired 72 hours later. The cause of death is unknown at this time. The hospital's preliminary evaluation found no issue with the pump.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heart lung equipment. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the patient's heart filled with air twice during the procedure. The patient expired 72 hours later. The cause of death is unknown at this time. The hospital's preliminary evaluation found no issue with the pump. A sorin group field service representative was dispatched to the facility to investigate. The hospital is unsure of which system was used as the facility has multiple heart-lung machines from (B)(4), s3 and sorin s5 systems, so the service representative checked all s3 and s5 units at the facility. The service representative performed a full pm functional check on all of the facility's s3 and s5 perfusion systems and all tests passed. No issues related to this complaint were found with any of the systems at the facility. No nonconformities were noted during the device history record review regarding this issue.

Manufacturer narrative:
Patient information was not provided. The date was not provided. The facility does not have record of the equipment used during this case. Therefore, the brand name, common name, model number and serial number were not provided. The serial number was not provided. No manufacturing date was available. The model number was no provided. The 510(k) number is unknown at this time. Sorin group (B)(4) manufactures the heart lung equipment. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the patient's heart filled with air twice during the procedure. The patient expired 72 hours later. The cause of death is unknown at this time. The hospital's preliminary evaluation found no issue with the pump. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.